Manufacturer narrative:
Model number/catalog number: sc-2218-70.0 serial number: (B)(4). Batch/lot number: 19929008. Model/catalog description: linear st lead kit 70 cm.

Event description:
A report was received that the patient experienced inadequate stimulation. The patient underwent a lead revision procedure and was doing well postoperatively.